Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No pictures received and product not returned. Therefore, the reported event could not be confirmed. The product analysis can't be performed as the product was not returned. The review of the device manufacturing quality can't be performed as the product batch number communicated was unknown in our erp. A complaint extract was done regarding instrument fracture: 4 complaints (4 products), this one included, have been recorded on avantage impactor tip 46mm, reference (B)(4), from january 01, 2017 to october 23, 2020. The complaint history, regarding the batch number, can't be performed as the one communicated was unknown in pur erp. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that upon impaction of the avantage cemented cup into the acetabulum, the 46mm black inserter broke. Item was swapped to the 44mm inserter and the case continued with only a slight interruption. No adverse health consequence has been reported as the result of the malfunction.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that upon impaction of the avantage cemented cup into the acetabulum, the 46mm black inserter broke. Item was swapped to the 44mm inserter and the case continued with only a slight interruption. No adverse health consequence has been reported as the result of the malfunction.